Event description:
It was reported to philips that the system could not start up. No harm was reported to philips. The device was not in clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system was not stuck at 00:00 and unable to access application. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and installed the software. The defective part was returned to philips for further analysis; however, the supplier¿s evaluation could not determine the cause of the parts failure. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a field safety corrective action (z-1144-2024). The codes were updated based on the investigation outcome.